Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 07/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with large deep vein thrombosis, thrombocytopenia and uterine cancer. Approximately four years and two months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and two months later, a computed tomography (CT) abdomen and pelvis without contrast showed grade 3 caval perforations of the 9, 11, 12 and 1 o¿ clock struts to abut the duodenum. Grade 1 perforations of the other legs were also noted. There was no substantial tilt. The apex of the filter did not touch the wall of inferior vena cava. There was no migration of the filter. The 6 o¿ clock leg appeared to be blunted, which could indicate fracture. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 07/2018), g3 h11: h6 (result) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with large deep vein thrombosis, thrombocytopenia and uterine cancer. Approximately four years and two months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.